Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, the biopsy channel leaked during user handling and the image sensor unit and cable were damaged due to water invasion. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image when the evis exera iii bronchovideoscope was attached to the processor. There was no report of patient harm due to the event.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (no image) did not occur but a scattered image was seen on the monitor. Investigation of the device determined an intermittent image problem had likely occurred during customer use. Signs of fluid ingression were identified on several components which could have led to image output problems. Testing determined the instrument channel leaked, the processor chip did not relay any data, the light guide lens showed fluid ingression, the inside of the forceps channel showed tearing, the insertion tube had a deep dent and the control body showed fluid ingression. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.